Manufacturer narrative:
Submit date: 1/23/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/13/2015 that a customer had an issue with a yankauer. The customer reports that the suction cannula detached into 3 pieces. The customer further reported that this happened during a hip replacement. The customer reported it was a risk but they there were no complications during the intervention.

Manufacturer narrative:
This item was manufactured on 3/3/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. A picture was supplied and after visual inspection the issue reported was confirmed; the suction cannula detached into 3 pieces. Visual inspection was completed according to procedure. According to the investigation, the most likely root cause indicates that the failure mode could occur during the manufacturing process; lack of solvent during the bonding process. Since this is a manual operation the defective condition could have originated due to a lack of solvent between the probe and the handle. As a corrective action the appropriate personnel involved were notified of the incident reported, a quality alert was posted in the line to perform a 100% manual pulling test after curing time, bonding fixture was redesigned to improve the process. Procedures were updated to reflect the new fixture. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.